Event description:
It was reported that the device was explanted after an implant duration of 81 months due to unk reason. No further info was provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.